Manufacturer narrative:
D10: concomitants: (B)(6), 02-020-13-0240 - truliant cr cem fem cr cem left sz 4; (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant; (B)(6), 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t; (B)(6), 02-022-47-4009 - truliant tib imp cr ins std sz 4, 9mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, the patient stated that they have an implant that caused an infection, resulting in the amputation of their legs. Information provided indicates the patient was not revised. No further information available.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU.